Manufacturer narrative:
(B)(4). Device 1 of 5. Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.

Event description:
It was reported by the hospital nursing personnel that they experienced an issue with the model 9520. They reported that while using the device to deliver chemotherapy in their (B)(6) hospital, one of the blue ports detached from the set. The initial reporter indicated this issue has occurred five times (specific data not available for all occurrences). For this one occurrence, the pt did not receive the remaining 3ml of the chemotherapy agent. There was no spillage or user contamination reported. It was reported that the tubing was clamped and a new bag/set successfully installed. There were no resultant pt complications from the alleged issue. The hospital was unable to return any device samples due to the use of chemotherapy agents. No add'l info is available at this time.

Manufacturer narrative:
(B)(4). Device 1 of 5. Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.